Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name and date? What tissue was being approximated or sutured when it broke? What was used to complete the procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture broke and they were unable to execute the procedure. No adverse patient consequences were reported. Additional information was requested